Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a clip that was entangled with the leaflet that resulted in a cascade of events. It was reported that on (B)(6) 2023, a patient presented with recurrent grade 4 functional mitral regurgitation (mr) and thin leaflets, for a second mitraclip procedure. It was noted that the recurrent mr was caused by disease progression and underlying heart failure (the first clip intervention was on (B)(6) 2023 with one ntw implanted central on a2/p2). The first mitraclip (30508r1028) was prepped as per instructions for use (IFU). During the final steps of clip delivery system (cds) preparation, it was difficult to advance the clip introducer toward the clip. It was noted that the cds catheter was bent approximately 15 degrees at this spot. The m/l and a/p knobs were confirmed to be in their neutral positions. It was decided to replace the clip. The replacement mitraclip (30711r1043) was prepared per IFU. The first grasp was attempted and it could not be confirmed the anterior gripper had dropped. The grippers were raised and it was noted that the anterior leaflet was stuck to the gripper. Attempts to free the clip were performed, such as: undoing the last steering movements; the clip was pushed slightly ventricular; the clip was slightly rotated clockwise; and the grippers were cycled. These movements did not free the clip. The clip was then inverted, and the grippers were cycled again. The anterior gripper was noted to drop successfully; however, the clip could not be freed from the anterior leaflet. It was decided to grasp and deploy the clip where it was stuck. The clip could not close and remained inverted. There was significant tension applied to the arm positioner, but the clip could not close. In an attempt to close the clip, the arm positioner was turned a few times counterclockwise in the open direction,and re-clocked. The clip could not close. The lock line was checked and appeared normal. The arm positioner was attempted to open and close again with force. The clip popped closed to 120 degrees. The clip was still stuck on the anterior leaflet, and the only option was to grasp and deploy the clip. The leaflets were grasped, and both grippers were lowered. The clip was closed. Mr reduction was achieved and estimated to be a grade 4 to 2 reduction pre-deployment. It was decided it would be safest to skip establish final arm angle (efaa) upon deployment. The clip was deployed without incident, and the grade 4 to 2 mr reduction was maintained. Approximately 3 mins later, it was noted that mr had increased to grade 4 and the clip opened to approximately 45 degrees. The clip opened while locked. The gradient was 5 to 6mmhg, so no further intervention to the mitral valve was performed. There was a clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult to open or close (gripper actuation - single), associated with the inability to confirm the state of anterior gripper, was due to procedural conditions as there were some challenges in visualization of the anterior gripper. The reported entrapment of device (n/a), associated with the clip getting caught with anterior leaflet and could not be freed, was due to procedural circumstances during gripper actuation. Without the device to analyze, a cause of the reported difficult to open or close (clip close - difficult), associated with the clip no longer being able to close, could not be determined. A cause of the reported physical resistance (arm positioner), associated with the tension felt in the arm positioner, also could not be determined. The reported difficult to open or close (clip jumping), associated with the clip popping closed to 120 degrees from invert, was due to a sudden release of tension. A cause of the reported unintended movement (clip open while locked) could not be definitively determined. The reported mitral stenosis was related to shift in patient hemodynamics post implantation. The reported unchanged mr was due to the unintended clip opening post deployment. The reported patient effects of mitral stenosis and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and delay to treatment/ therapy were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.